Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated to any product complaint.

Event description:
Increased pain in both knees [arthralgia]. Swelling in both knees [join swelling]. Knee effusion [joint effusion]. Fever of 102 degrees [pyrexia]. Crystals in joint fluid [synovial fluid crystal]. Case description: a spontaneous report was received on 11-nov-2009 from a healthcare provider (hcp) regarding a female patient with a history of osteoarthritis of the knees, who experienced increased pain and swelling in both knees, fever of 102 degrees, knee effusion, and irrigation and debridement of both knees after starting synvisc one. The patient had no history of previous treatment with synvisc. She received injections into both knees in 2009. The following day, she experienced a fever. The next day, she went to the emergency room complaining of increased pain and swelling in both knees. Cloudy fluid was aspirated from her knees. The fluid in one knee contained 30,000 wbcs per ml and the other 41,500 wbcs per ml. The synovial fluid was sent for culture, and the patient was started on levaquin (unknown route and dosage). The patient admitted to hospital and was taken to surgery the same day, for irrigation and debridement of both knees. An infection specialist was consulted for postoperative management. Five days later, culture results returned negative for infection. Crystals were present in both of the patient's knees. There was a question of whether of not the patient had gout as well as osteoarthritis. No other treatment information was available. At the time of this report, the patient had recovered, but the osteoarthritis pain in both knees continued. The right knee pain being worse than the left. The hcp was considering performing a right total knee replacement. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.